Event description:
It was reported that during an implant procedure, the lead had multiple dislodgements. The helix was getting clogged with myocardial tissue, so the physician requested a new lead, and was successfully implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.